Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin did not exit the tubing during the fill tubing step. A supply changed was performed to address the event. Blood glucose was 400 mg/dl. Customer was using fiasp insulin. Tandem technical support educated customer regarding insulin labeling. Reportedly, the customer had manual injections as alternate insulin therapy.